Event description:
It was reported that during a prostate procedure, @ 12 minutes and 5 seconds and 91740 joules of use, the physician noted that the fiber tip was damaged. The physician reverted to turp to complete the procedure. "No damages to the patient" reported.

Manufacturer narrative:
Event date correction from (B)(6), 2013 to (B)(6) 2013. Correction: adverse event changed to product problem correction: type of reportable event changed from serious injury to malfunction based on the additional information provided, documented, this is not a reportable event. Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window; the glass cap/fiber was loose within the metal cap, has pushed forward and rotated off center; the glass/metal cap adhesion location exhibited moderate burnt glue; the outer flow tubing exhibited scratch marks at the open end. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
Additional information provided indicates that a second fiber was used to complete the procedure rather than turp which was initially reported.